Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, the sample has not been returned for review, however, images were provided. A review of the provided images was found to be consistent with the reported issue. Therefore, this complaint will be confirmed. The most probable cause for the reported issue was most likely related to an event within the user environment. Possibly the wire was pulled back through the needle as the IFU cautions against. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time.

Event description:
During the insertion of the drainage tube, the guide wire was stripped and left in the patient's body, and additional guide wires were used to remove it.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During the insertion of the drainage tube, the guide wire was stripped and left in the patient's body, and additional guide wires were used to remove it.